Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient showed up with a vf episodes that were due to noise. One episode resulted in atp and the other two resulted in aborted charging for a shock. There were several episodes of non-sustained rv oversensing due to noise. The hvli had been decreasing and was now out of range.

Event description:
The lead was capped and replaced. The patient was fine.